Event description:
It was reported that approximately three years post vascular stenting due to peripheral vascular disease, stenosis and stent fractures were found. New stents were placed and there were no immediate complications for the patient reported.

Manufacturer narrative:
This event was reported to the FDA via user facility medwatch report (B)(4). The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for an manufacturing-related failure. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample and no images were provided for evaluation. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre or post-dilation, highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement and subsequent stent fracture. On the basis of the limited information available, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. Also the IFU indicates that arterial occlusion or restenosis of the treated vessel as well as stent fractures are potential adverse events that may occur.